Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d3. Additional information h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device was confirmed to under deliver with flow accuracy outside specification. A review of the event history log revealed no abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide out of specification and the upstream pusher failed. Per service engineering, pushers on the door interact with the tubing and could cause flow accuracy issues if out of specification. The ultrasonic sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.